Event description:
It was reported that the cartridge was not fitting properly on the pump, causing concern. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer technical support guided the caller to remove an o-ring from the pneumatic tap and clean the area with an alcohol wipe or lint-free cloth, ensuring that the cartridge o-ring was undamaged. The caller was then able to reload the original cartridge successfully and continue insulin therapy.